Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein their scs ipg was explanted and replaced. Further information is pending.

Manufacturer narrative:
The codes in section have been updated to reflect the additional information received. As no allegations were made against the device, method results and conclusion codes will not be provided.

Event description:
Further information received stated that the procedure was an elective upgrade to gain access to new technologies. There was no allegation of deficiency against the device.